Manufacturer narrative:
An event of infection was reported. The device was returned for analysis, and no anomalies were found. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be traced to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28098. Related manufacturer reference number: 2017865-2021-28100. Related manufacturer reference number: 2017865-2021-28101. It was reported that the patient presented to the hospital. While there, it was discovered that the patient had a staphylococcus aureus infection, which led to sepsis. The implantable cardioverter defibrillator system was explanted. The patient was in stable condition post-procedure.